Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. Insulin pump passed displacement test, self test, and unexpected restart error test. Insulin pump passed all operating currents tested with in the spec range and passed off no power test. Insulin pump was monitored and tested with no display anomaly noted. Insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, and minor scratches on display window noted.

Event description:
Customer reported via phone call that the customer had high blood glucose. Customer's blood glucose was 400 mg/dl. Device would turn off and blink bars across the screen. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.